Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -set of channels : pseudomonas aeruginosa (90 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, poka yoke getinge, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels and the distal end of the subject device. The testing result cleared the french guideline. (B)(4) checked the subject device and found followings. - the insulation of the insertion section resistance value was out of specification. - the glue of the bending rubber was worn out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.